Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes 10 tubes were over filled. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: customer informs that the tube is in excess volume, informed that this problem has already been reported in 2018 and 2019.

Event description:
It was reported that after use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes 10 tubes were over filled. Patient impact was not reported. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that the tube is in excess volume, informed that this problem has already been reported in 2018 and 2019. There was no erroneous results. All the tubes of these batch had problem. It was not possible to perform the collect of the properly volume with any unit of this batch.

Manufacturer narrative:
The following field was updated due to additional information: b.5. Describe event or problem: it was reported that after use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes 10 tubes were over filled. Patient impact was not reported. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that the tube is in excess volume, informed that this problem has already been reported in 2018 and 2019. There was no erroneous results. All the tubes of these batch had problem. It was not possible to perform the collect of the properly volume with any unit of this batch. H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.